Manufacturer narrative:
The pump passed the active current test, sleep current test. Unit failed to pass the self test due to pump error 63 occurring during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump error 63 variable (03) occurred on 12/19/2024 09:16 in history file. Failed battery test was not found in history files and traces on or near event date. Customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No power alarms or alerts were found in history file and traces on event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, stained serial label. Failed battery test and unexpected battery power loss are not confirmed. Cosmetic damage is confirmed at the battery compartment. Pump error 63 is confirmed due to occurring during testing and due to broken trace. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a crack and received a battery alarm issues. The customer reported no adverse event. The event involved product(s) mmt-1780kr. Troubleshooting was partially performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1780kr was requested and customer response was the device will be returned.